Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown diameter thoracic aortic aneurysm. The patient was noted to have very calcified vessels. It was reported that during the index procedure, while deploying the bare metal springs after deployment of the entire stent graft, the tip release handle broke. The stent graft had been deployed per IFU by rotation of the blue handle without any resistance noted, until the tip capture would not release. At this point the physician aggressively pulled the tip release handle and it broke. It was noted that IFU protocol was used for the tip capture release bailout and the deployment was completed successfully. It was confirmed that forward pressure was not relieved prior to tip release. The cause of the event is unknown. It was reported that the patient's tortuous anatomy and blood pressure may have been a factor. No additional clinical sequelae were reported, and the patient is fine.